Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Poly swap of infected total knee.

Event description:
Poly swap of infected total knee.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned due to hospital policy.